Event description:
The ge oec 9600 fluoroscopy system had displayed low ma error codes.

Manufacturer narrative:
A ge oec service representative investigated the issue, removed and replaced the system battery pack to restore function. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.